Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up low sensing and high capture threshold due to dislodgement were observed. The lead was explanted and replaced. The patient is in good condition.